Event description:
A report from the USA was received with info stating that an 840 ventilator stopped cycling. The ventilator was not in use on a pt at the time the malfunction occurred. The date of the event was not provided.

Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the breath delivery unit (bdu) printed circuit board (pcb). Covidien was not authorized to repair the unit. Covidien ref: (B)(4).